Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure (batch no. Cs0003v,a57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia, alopecia and migraine outcome was unknown. The reporter considered alopecia, dyspareunia and migraine to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2014 trailing coils: left:13, right : 04 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Lot number: a57119, manufacture date: 2012-10, expiration date: 2015-10. Lot number: cs0003v, manufacture date: 2013-10, expiration date: 2015-12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure (batch no. Cs0003v,a57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female. On(B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the dyspareunia, alopecia and migraine outcome was unknown. The reporter considered alopecia, dyspareunia and migraine to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6)2014 trailing coils: left:13, right : 04 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2014: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2020: medical record received : lot number, medical history and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia, alopecia and migraine outcome was unknown. The reporter considered alopecia, dyspareunia and migraine to be related to essure. The reporter commented: discrepancy in essure insertion dates: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added: dyspareunia, hair loss, migraines incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.